Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from french to english: during the management of a patient placement of a peripheral catheter in the right arm, but after placement the kt canula did not retract, risk of aes. Needle disposed of in a container, but packaging kept.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the representative 20ga insyte autoguard unit that was received in sealed unit packaging from lot: 4030759. A functional test revealed that the needle fully retracted successfully. The reported defect could not be confirmed with the unused sample. The affected unit was not provided for investigation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.